Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and no images were provided which leads to inconclusive evaluation result. The vessel was not tortuous but calcified, the lesion was pre dilated, and 6f introducer was used for access; slack was removed before deployment, and the system was gently held at the stability sheath, and kept stationary during deployment; the user did not experience difficulty during deployment action. Before deployment, the intended placement site was seen between the markers (stent markers centered across stricture). Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use describes holding and handling of the system throughout deployment, in particular the instruction for use state: 'remove slack from the stent system held outside the patient.', 'firmly hold the black system stability sheath throughout deployment.', and 'confirm that the introducer sheath is secure and will not move during deployment'. The instruction for use further state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035¿ diameter guidewire (...)'. And 'predilation of the lesion should be performed using standard techniques.' H10: d4 (expiration date: 01/2026), g3. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the mid superficial femoral artery via the left femoral artery anterograde approach, the stent allegedly foreshortened to approximately one hundred and twenty millimeters. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 01/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a stent placement procedure in the mid superficial femoral artery via the left femoral artery anterograde approach, the stent allegedly foreshortened to approximately one hundred and twenty millimeters. There was no reported patient injury.